Event description:
Reportedly, the following observations were made during the follow-up on (B)(6) 2018. The pacemaker, which was programmed in vvir mode at 60 min-1, was pacing over 90% of the time, and the patient¿s spontaneous rhythm was around 50 bpm. Recorded episodes showed some noise on the ventricular channel. Provocative maneuvers could not reproduce the noise. The ventricular pacing threshold and ventricular lead impedance measurements were normal.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the following observations were made during the follow-up on 18 june 2018. The pacemaker, which was programmed in vvir mode at 60 min-1, was pacing over 90% of the time, and the patient¿s spontaneous rhythm was around 50 bpm. Recorded episodes showed some noise on the ventricular channel. Provocative maneuvers could not reproduce the noise. The ventricular pacing threshold and ventricular lead impedance measurements were normal.

Manufacturer narrative:
The device was explanted on (B)(6) 2018 (field was updated) and returned for analysis.

Event description:
Reportedly, the following observations were made during the follow-up on 18 june 2018. The pacemaker, which was programmed in vvir mode at 60 min-1, was pacing over 90% of the time, and the patient¿s spontaneous rhythm was around 50 bpm. Recorded episodes showed some noise on the ventricular channel. Provocative maneuvers could not reproduce the noise. The ventricular pacing threshold and ventricular lead impedance measurements were normal.